Event description:
It was reported that a (B)(6) female who underwent an unknown breast surgery with a mentor memorygel, 450cc silicone breast implant, experienced right-sided wrinkling, and breast mass post procedure. The report stated palpable mass, fold in implant on the right side. As a, result, patient underwent bilateral removal without replacement on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 03 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, the patient has a palpable mass and fold in the implant. Device evaluation completed on june 03 , 2022: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: two devices received by mentor with the same lot number, mentor investigated both devices to make sure all the measurements are in place. Manufacturer¿s reference number: (B)(4).